Event description:
It was reported that multiple cartridges did not fit on the pump. The customer changed the cartridges and was able to successfully resume insulin delivery. Customer's blood glucose level was 110-112 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.